Event description:
Device 1 of 2. Reference MFR report # 1627487-2011-00468. The patient received an scs system on (B)(6) 2011, including an ipg and a surgical lead for low back and leg to knee pain. It was reported that the patient feels a burning pain at the ipg pocket when he utilizes his stimulator for more than 10 minutes. Otherwise, his scs system is said to be functioning as intended. In an effort to resolve this matter, a reprogramming session will be scheduled for the patient. In addition, a culture will be taken to determine if there is an infection at the ipg pocket. An x-ray of the patient's scs system was also recommended for further interrogation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.